Event description:
It was reported to boston scientific corporation, that during a ureteroscopy, a sensor urological guidewire was used. According to the complainant, the coating was flaking while attempting to insert the device into patient. The physician used another sensor guidewire and the coating also flaked. The procedure was completed with a different device and there were no patient complications. Note: this is the first event of two. Refer to bsc MDR 3005099803-2008-3701 for details of the second of event.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed.